Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The video cable was attached between the cv-190 unit and the oev-262h was accidentally forcefully yanked out. The cable came off the connector at the monitor side. The cable was replaced with another cable of unknown reliability. When the cv-190 and monitor were turned back on, only a no sync message on the monitor appeared. When a scope was plugged in, no image was present. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
The issue occurred during preparation for use for an unspecified procedure.

Manufacturer narrative:
D8 was inadvertently selected. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.